Event description:
The customer called to report server issues. They alleged that this was a problem with the raid controller. The issue was narrowed down to firmware failure and all firmware was updated.

Manufacturer narrative:
There was no patient involved, thus no patient data exists. The ibm server is the device which malfunctioned, however, the server is an accessory to the officepacs system. There is no expiration date for this product. Actual device was evaluated in the field. Evaluation summary: the actual device was evaluated in the field. The likely cause of this malfunction is firmware failure. All firmware was updated. There is a potential for patient data loss when the server/raid controller crashes. However, there is no evidence that any patient data was lost for this malfunction. This is not a single use device. (B)(4).